Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patients right knee was revised because mrs distal stem broke.

Manufacturer narrative:
An event regarding stem fracture involving an mrs stem was reported. The event was confirmed. Visual inspection was done. A device history review and a chr review was not possible as the lot ID is unknown. The material analysis report concluded that the femoral stem fractured in fatigue with the origin on the lateral side of the device. The stem material was consistent with the astm f1537 wrought cocr alloy 1. No material or manufacturing defects were observed on the part features examined. However, the exact cause of the event could not be determined because further information is needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that the patients right knee was revised because mrs distal stem broke.